Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer also reported that she received a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose was 272 mg/dl at the time of the incident. The customer's blood glucose was 386 mg/dl at the time of the call. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she was vomiting. The time of the hospitalization was around 10:15pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin pump was able to rewind. The customer performed displacement test and insulin pump passed. The insulin pump will not be returned for analysis.